Manufacturer narrative:
The device was not returned for eval. Facility staff examined the cartridge and reported no problems or defects observed. The pt was previously fluid overloaded and became sob with the add'l fluid administration due to the unclamped saline line. Pt was hospitalized for fluid overload and rec'd in-patient dialysis. No evidence of a device malfunction. A direct correlation between the device and the reported pt fluid overload cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
At the start of a routine hemodialysis treatment the operator reported observing air in the cartridge. Facility staff determined the operator left the saline clamp open on the saline line and the remaining volume of priming saline infused to the pt and introduced air into the cartridge. The pt was hospitalized for fluid overload and rec'd in-patient hemodialysis for 3-4 days. No other medical intervention reported.